Event description:
It was reported that during implant it was difficult to position the right ventricular (rv) lead and the rv lead became bent. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the defibrillator conductor was distorted. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant.